Event description:
It was reported that a patient was undergoing multi-level treatment for a vertebral compression fracture. At l1, the implant on the right side was unable to detach from the expander tube of the expansion kit. After attempts at removal failed, ortho was consulted and the expander tube and working cannula were cut down as close as possible to the bone. As a result, the other level of the procedure was not completed. Total delay in case was approximately 150 minutes. No further adverse consequences were reported.